Event description:
It was reported that during a transcatheter aortic valve implantation with the transcatheter aortic valve evfxplus-29, several issues arose including an annular rupture. The patient, who was considered frail with a history of weight loss over 10 years and a low body mass index, was sized to a 29mm valve. The valve was successfully deployed, but moderate aortic regurgitation was noted. A post-implant balloon dilation with a 22mm balloon was performed; however, the moderate regurgitation remained present. A second balloon dilation was performed using a 23mm balloon, but the moderate regurgitation still remained present. It was noted that the valve appeared well-expanded and at an appropriate implant depth. The patient's blood pressure was low, and a pericardial effusion was detected via echocardiogram. Subsequently, a pericardiocentesis was performed, and open heart surgery was conducted to address the annular t ear, which was sealed with 'glue'. The patient stabilized following these interventions. Upon review of the angiography, a small leak was identified after the second balloon.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012416839); product type: 0195-heart valves; implant date; explant date product ID d-evolutfx-2329 (lot: 0012564402); product type: 0195-heart valves; implant date; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Device code was added. Additional codes. Annex g was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation with the transcatheter aortic valve evfxplus-29, several issues arose including an annular rupture. The patient, who was considered frail with a history of weight loss over 10 years and a low body mass index, was sized to a 29mm valve. The valve was successfully deployed, but moderate aortic regurgitation was noted. A post-implant balloon dilation with a 22mm balloon was performed; however, the moderate regurgitation remained present. A second balloon dilation was performed using a 23mm balloon, but the moderate regurgitation still remained present. It was noted that the valve appeared well-expanded and at an appropriate implant depth. The patient's blood pressure was low, and a pericardial effusion was detected via echocardiogram. Subsequently, a pericardiocentesis was performed, and open heart surgery was conducted to address the annular t ear, which was sealed with 'glue'. The patient stabilized following these interventions. Upon review of the angiography, a small leak was identified after the second balloon. Additional information was received to report the moderate regurgitation was referring to moderate paravalvular leak.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.